Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Conservatively, abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, patient underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2016, patient went to the emergency room with severe pain at the stoma site and small amount of drainage at the stoma site. On (B)(6) 2016, a surgeon cleaned the stoma site and changed the dressing. It was reported that the patient continued to experience pain, stoma site drainage, and difficulty passing gas with no fever. On (B)(6) 2016, the patient was admitted to the hospital with an abscess around the stoma site. On an unknown date, the patient underwent surgery to remove the abscess with placement of a wound drain at the surgical site. The patient was treated with several unknown antibiotics. On (B)(6) 2016, the patient was discharged from the hospital. At the time of this report, the patient had not started therapy with duodopa.